Manufacturer narrative:
This report is submitted on april 10, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site. The patient was hospitalised and treated with oral, topical and IV antibiotics. The implant remains in-situ.